Manufacturer narrative:
Findings: unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 145 mg/dl. Customer was reporting damage around the reservoir compartment. The insulin pump will be returned for analysis.